Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer is pregnant. Customer stated that the blood glucose readings have been as low as 25 mg/dl. The current blood glucose reading is 78 mg/dl. Customer has been treated with insulin drip and fluids. Nothing further reported.